Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobat-I stabilizer. They connected the blades of the activator and acrobat-I stabilizer to implement opcab, but locking did not work and a phenomenon occurred the (blades would not lock). The surgery was completed using the same product and a new product. No patient injury reported, as there was no patient involvement with the defective device.

Event description:
N/a

Manufacturer narrative:
Trackwise #(B)(4). The investigation has been started since the complaint was received, and the following contents has been conducted: 1.analysis of production: the DHR of the reported lot 3000285664 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the blades can be locked. 2. Trend analysis: 23 mar 2022 to 23 mar 2023, the occurrence rate is approx. 0.007% for suzhou manufactured om-10000/om-10000z. 3. Device was received for evaluation, the following contents have been conducted: 1) visual inspection: no visual defects were observed on the device. 2) functional test: the blades were performed latching test based on procedure requirement, the blades could be fully engaged with the in-process fixture and maquet retractor. 3) dimension measurement of the returned device, there is no any abnormal indicated, the relevant dimensions are within drawing specification. 4) the retractor for which the blades locked on was received for evaluation, it¿s found that the retractor is with obvious abrasion, and the tapper pin is deformed, the deformation would make the blades be leaned during engage, which resulted in latching difficulty. For the retractor, we have 100% inline latching test, and 100% visual inspection before package, there is no abnormal observed for the retractor from DHR review. Since the issue occurred in procedure, the details are not available for checking, it could not be confirmed if the retractor was used, cleaned or storage normally. According to the retractor lot#, the manufacture was in 2015, the surface was found severely abrasion, it¿s probable that the tapper pin is bent or deformed during long time using at customer side, which was deformed. Based upon the above evaluation, there¿s no deficiency identified from production relevant to the reported mechanical issue prior to this complaint. It is not indicated that it is the product or manufacturing defect caused or contributed to the reported failure during the investigation. The retractor which customer used is aged and deformed, since the issue occurred in procedure, the details are not available for checking, it could not be confirmed if the retractor was used cleaned or stored normally. The trend will be monitored continuously.